Event description:
In 2002, the patient was implanted with a vented electric (ve) lvad. In 07/03, the hospital vad coordinator called to report that while the patient was at home patient could hear an audible grinding of the pump in the evening, lasting for approximately one hour. No audible noise at this time. The vad coordinator is having the patient come into the hospital for evaluation. The manufacturer discussed with the vad coordinator the possibility of the pump stopping. Also discussed having pneumatic drive console with stroke volume limiter ready for immediate use, and review with the patient hand pumping in case of emergency.